Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a low anterior resection when resecting the bowel, the account had cut the tissue thinking that the staples had deployed, however the staple line was incomplete. The staple line was fixed by over sewing. A colostomy had to be performed to the patient. The patient had tissue damage as a result of the event (hole in rectum). The surgical time was extended 45 minutes due to the device issue. Additional operation will be performed to correct the issue.